Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the clear imaging window was found separated (detached from the lapjoint) at the moment of the analysis. A kink was observed in the sheath assembly at 3cm from femoral marker to the proximal end. Imaging window was found flattened near the guide wire exit port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the 90% stenosed unspecified target lesion is 10 mm in length and 3.0 mm in diameter. It was noted that outer sheath detachment of the opticross¿ imaging catheter occurred during insertion, outside patient. Thus, the device was removed without patient complications reported. Furthermore, the stent was deployed before the unspecified lesion.

Event description:
It was reported that a sheath detachment occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion. However, during procedure, an outer sheath detachment occurred. No portion of the catheter remained in the patient¿s body. The procedure was then completed using another of same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 90% stenosed unspecified target lesion is 10 mm in length and 3.0 mm in diameter. It was noted that outer sheath detachment of the opticross imaging catheter occurred during insertion, outside patient. Thus, the device was removed without patient complications reported. Furthermore, the stent was deployed before the unspecified lesion.